Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not went for essure confirmation test". The patient's medical history included morbid obesity and uti. Concurrent conditions included hemorrhoids and urinary frequency. In 2011, the patient experienced urticaria ("hives"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain during intercourse"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced vision blurred ("vision problems-blurred vision"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), pelvic pain ("pelvic pain female/chronic"), back pain ("back pain"), menometrorrhagia ("irregular and heavy menstrual periods"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), alopecia ("excessive hair loss"), headache ("severe headaches"), dizziness ("dizziness"), memory impairment ("memory issues"), bladder disorder ("bladder problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with antibiotics and hydrocodone bitartrate;paracetamol (vicodin). Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, dyspareunia, menometrorrhagia, alopecia, headache, fatigue, dizziness and memory impairment had not resolved and the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, bladder disorder, vaginal discharge, tooth disorder, hormone level abnormal, nausea, vision blurred, weight decreased and urticaria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, memory impairment, menometrorrhagia, nausea, pelvic pain, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: plaintiff repeatedly sought treatment for her symptoms. Her post-procedure course has been marked by increasingly severe pain and discomfort. Received treatment for bladder/urinary problems -bladder/urinary problems: bladder problems, vaginal discharge. Discrepancy noted essure insertion date (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 56 kg/sqm. Lot number: 901339, manufacturing date: 2011/09, expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received. Reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.